Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a vapr s90 suction electrode broke off into the patient's joint space. The fragment was retrieved from the body and the procedure was completed without further incident or harm to the patient.